Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: upon the pump power up, a call service alarm 069 was produced and was unable to be cleared making further pump testing impossible. The review of the black box data showed a ¿no delivery, no prime¿ alarm on one occasion following a ¿replace cartridge alarm¿ due to zero units of remaining insulin. Therefore, the ¿no delivery, no prime¿ alarm was associated with a cartridge replacement.